Manufacturer narrative:
The suspect system control board was returned to the manufacturer for analysis. The board was found to be fully functional with no problem found. The reported event could not be duplicated by medtronic personnel.

Manufacturer narrative:
No patient information provided as no patient was involved in this concern. A medtronic representative inspected the imaging system on-site. It was found the positioner motion controller, system control board, and power switching board required replacement. These parts were replaced and the issue was resolved. No parts have been received by the manufacturer for evaluation. A full imaging system check-out was completed following part replacement and all tests passed. Full system functionality was confirmed and the system was returned to service.

Event description:
A medtronic representative reported that the imaging system is not functioning normally. It was reported that the system was moving slow overall, even though it had been charged overnight. Also, the message "press and hold 'm' to calibrate motion" was displayed. The gantry door could not be opened using the pendant or the yellow override button, and the gantry would not move in the y-axis. There was no patient present when this issue was identified. No additional details were provided.